Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl due to the infusion set falling off of their body. The customer treated with insulin. Troubleshooting was performed and found that the customer accidentally fell down on the ground and the infusion set came off at that time. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.